Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during testing of the external pulse generator (epg), the biomedical engineer found that the output was low. The biomedical engineer used the 500 ohm load, along with other test loads, and tested two other stimulators, with no issue. The epg is no longer supported; therefore, an end-of-service life letter was emailed. There was no patient involvement.